Manufacturer narrative:
(B)(4). (Pigmented spot on lens surface). Eval method: a lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was removed from the vial and the tech noted a pigmented spot on the lens surface. The lens was not loaded or used. There was no pt contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of reddish residue on the lens surface.